Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. The patient had a treated ventricular fibrillation (vf). Attempts were made to contact the patient. The patient missed their appointment. After several tries, obituaries were checked on (B)(6) 2021. Information received notes several messages were left for the primary contact on file. No return call was received.

Manufacturer narrative:
Voluntary medwatch form received mw5146554.